Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer feels well and does not require medical attention. Customer's expected results are 100-120mg/dl. Verified the strips expire 09/20/2016 and that the strips were properly stored. Customer could not verify the date she opened the container of test strips. Customer ran a back to back blood test, 156mg/dl and 151mg/dl. Reviewed the results in the meter memory: 238mg/dl (B)(6) 2015 02:35:00 pm fasting: yes, 164mg/dl (B)(6) 2015 06:50:00 pm fasting: no, 140mg/dl (B)(6) 2015 03:54:00 pm fasting:yes, 161mg/dl (B)(6) 2015 03:23:00 pm fasting: no, 145mg/dl (B)(6) 2015 04:53:00 pm fasting: no. No adverse event reported.